Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. Unable to confirm battery cap cracked/damaged due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The pump was received without a battery installed. The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08725 inches. However, pump error 63 alarm during self test. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for pump errors/alarms noted 1 week prior to the event date 27-jan-2023 in the formatted history file. Sensor expired alert (794) was recorded and found in the formatted history file on: on (B)(6) 2023 12:59:42.000. Lost sensor 1 alert (780) was recorded and found in the formatted history file on: on (B)(6) 2023 22:23:00.000. Lost sensor 2 alert (781) was recorded and found in the formatted history file on: on (B)(6) 2023 22:45:00.000. Sg calibration error (776) was recorded and found in the formatted history file on: on (B)(6) 2023 01:26:39.000. Sensor error alert (801) was recorded and found in the formatted history file on: on (B)(6) 2023 18:54:32.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: on (B)(6) 2023 12:36:34.000 alarm alert notification fault number = no delivery (7) during bolus delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. Low battery alert was recorded and found in the formatted history file on: on (B)(6) 2023 08:18:00.000. Insert battery alarm was recorded and found in the formatted history file on: on (B)(6) 2023 12:57:41.000 battery removed (84). Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, power loss alarm and replace battery alert/replace battery now alarm recorded 1 week prior to the event date 27-jan-2023 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 1:51:56 pm. There was no power data available for the date on (B)(6) 2023. Unable to check power data for low battery alert. Pump error 63 alarm (variable info = 03) was recorded and found in the formatted history file on: (B)(6) 2023 08:47:41.000. The keypad overlay was removed to perform visual inspection and found a broken trace on u1 keypad assembly. Pump error 63 alarm (variable info = 03) during self test was confirmed due to a broken trace on u1 keypad assembly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a keypad overlay peeling, a pillowing keypad overlay, a scratched case and a end cap address label missing. Unable to confirm battery cap cracked/damaged due to pump received without the original battery cap. Battery cap cracked/damaged was unknown. Cosmetic damage was confirmed at the backside of the pump. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Pump error 63 alarm (variable info = 03) during self test was confirmed due to a broken trace on u1 keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with the blood glucose value of 430 mg/dl. The current blood glucose value was unknown. Troubleshooting was performed. Customer does not report any symptoms related to hyperglycemia. Customer was hospitalized to treat hyperglycemia and was treated with overnight stay in hospital. The pump was used within the 48 hours of the reported event. Smart guard/auto mode was not active at the time of event. No further patient complications were reported. The device will be returned for failure analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.